Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse identified a melted ac power inlet receptacle on the back of the unicel dxi 800 access immunoassay system as the source of the burning electrical smell. The fse replaced the ac power inlet receptacle, ac inlet harness and fuse drawer to correct the event. In conclusion the cause of the burning odor reported by the customer was a melted ac power inlet receptacle. The cause of the melted power inlet receptacle could not be determined. The unicel dxi 800 access immunoassay system meets compliance, design and application standards of en61010 for the risk of electric and fire hazard. (B)(4).

Event description:
The customer reported that a burning electrical smell was coming from their laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). There was no report of visible smoke or flame. The customer turned off the instrument prior to calling beckman coulter (bec) customer technical support (cts). There was no report of injury to the operator. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.